Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, damaged upward/downward angulation control knob and light/right angulation control knob, deformed forceps control lever, discolored air/water cylinder and suction cylinder, starched switch box, corroded video connector/ electrical connector, damage on k-wire, worn angle wire, detached/discolored bending section cover adhesive, light guide adhesive lens peeled, objective lens adhesive peeled, light guide lens discolored, distal end shaved, corrosion around l-arm, universal cord coating peeling, and foreign material found at distal end and forceps raiser. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera ii duodenovideoscope alabaran lever no longer holds securely. Upon inspection and testing of the customer returned device, foreign material was found at distal end and forceps raiser due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the forceps elevator around was insufficiently reprocessed immediately after procedure. It is also likely the foreign material on the forceps elevator got dry and adhered since the user did not reprocess the device immediately after procedure. The event can be detected/prevented by following the instructions for use (IFU) which state: "manual cleaning: brushing around the forceps elevator and instrument channel outlet.¿ precleaning: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.